Event description:
Original report filed 1/19/96 regarding metalarsal ostcotomy and a broken drill bit found post-op. The reason for the second report is to confirm the correct dates. The event date weas 12/27/95 and the report date was 1/18/96 and not 1/18/95 as may have been indicated in the first report. Original cprs #3202. Original report number 390066-1996-0001.